Manufacturer narrative:
H3: analysis of the catheter found ¿catheter body/ damage to transition tube¿. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial#: (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2021, product type: catheter. Product ID: 8780, serial/lot #: (B)(4), ubd: 03-mar-2016, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (manufacturer representative (rep), healthcare provider(hcp)) regarding a patient who was receiving gablofen (2000 mcg/ml at 450 mcg/day) via an implantable pump for unknown indications for use. It was reported that during a planned pump replacement case due to approaching elective replacement indicator (eri), the hcp tried to aspirate the catheter to check patency.  The hcp was not able to aspirate so they decided to cut the catheter distal from the connecting collet.  After cutting, the hcp observed spontaneous flow of cerebrospinal fluid (csf).  Prior to this, the patient was doing well with their therapy with no signs of withdrawal. There were no factors to report that may have led or contributed to the issue. Surgical intervention occurred where the catheter pump segment and a portion of spinal segment was revised/replaced.  It was noted that the issue was resolved at time of report.  The patient's status at time of report was alive-no injury.  The patient's medical history was asked and will not be made available. The event date was (B)(6) 2021.  No further complications were reported/anticipated.